Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) arrived on site and the customer had performed service and restored the instrument to working condition. Customer declined service. The instrument was tested by the customer and returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).